Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Reportedly, the patient developed an infection for which the physician opted to explant the system. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.